Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had an increased charge burden. The physician replaced the ipg with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.